Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patient stated they had a hypoglycemic event during the night in which they were not aware because the sensor had failed. The sensor was inserted on (B)(6) 2019. They stated they were "on the edge" of convulsing and was unable to administer glucose themselves. The patient's partner administered the patient with glucose and at the time of contact, the patient was recovering but felt weak. Data was provided for investigation. Confirmation of the problem was confirmed via data. The root cause could not be high counts aberration.